Event description:
I went to see an ent physician regarding his advertising to cure snoring with a pillar palatal restoration procedure. Ever since the implants were placed, I have had a constant feeling that something is stuck in my throat. This causes intermittent coughing and choking. All the advertising states that these implants are FDA approved as well as safe and effective. When I returned to state these symptoms, I was told that the devices should not be removed, but that I should have my uvula removed instead. I was not informed at any time that these side effects were possible. Dates of use: 2007 - 2008. Diagnosis or reason for use: snoring.